Event description:
It was report the patient had right heart craterization (rhc) with ramp study where he reportedly had suboptimal unloading during the procedure and was admitted with concerns of pump thrombus. The patient was placed on IV anticoagulation (heparin) and powers returned to normal. Powers later spiked again in the hospital setting at which time the surgeon decided to perform a pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate ii lvas, serial number (B)(6), could not confirm the suspected thrombus. A specific cause for the reported power and flow elevations, as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. The submitted log files contained data from (B)(6) 2020 at 12:33:37 to (B)(6) 2020 at 10:05:18 and (B)(6) 2020 at 6:31:48 to (B)(6) 2020 at 12:08:40. The pump fixed speed and low speed limit were set at 9200 rpm and 8800 rpm respectively for the duration of the log files. Throughout the captured data, there were numerous captured events where the power was elevated, ranging from 8.0-11.3 watts, which were associated with elevated calculated flow as high as 12.0 lpm. The pump operated above the low speed limit for the duration of the log files. Based on complaints history and similarly reported events, the power and flow elevations seen in the submitted log file could be indicative of a potential thrombus; however, a specific cause for the power and flow elevations could not be determined through the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned assembled with the driveline severed approximately 3¿ from the pump housing. A distal segment of the outer silicone jacket was returned; however, the remaining distal driveline was not returned. The sealed inflow conduit was not returned. The sealed outflow graft was not returned. The outlet elbow was returned attached to the outlet port. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump¿s bearings, rotor and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from the testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas instructions for use (IFU) is currently available. This IFU lists device thrombosis as an adverse event that may be associated with the heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. The section of this document labeled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic and found to have elevated powers and elevated flows. An echo was performed and found a possible pump thrombus. A pump exchange was performed on (B)(6) 2020. No further information was provided.